Event description:
Procedure type: sympathectomy. According to the reporter: during the coupling of the hand piece with the ultrasonic hook, the internal metallic connector broke. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. The device fragment did not fall into pt's cavity. Current status of the pt is ok without postsurgical complications. The difficulty did not result in unintended colostomy, formal laparotomy, or reoperation.

Manufacturer narrative:
(B)(4).